Event description:
As reported by the user facility ((B)(4)): over infusion: on going to take patients blood cultures at 07.20, I found that nearly all of the vancomycin put up at 21.30 to go over 24 hours had been infused. I stopped the infusion, took a vancomycin level and informed the "bleep" of the incident. The pump rate was set at 20.42 ml/hr, vtbi 307.6 ml and 15:04 hours remaining. The pump was serial number (B)(4)was taken out of action for medical devices to check. MFR report #: 9610825-2014-00260.